Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the patient experienced persistent inflammation, vitritis, keratic precipitates, corneal edema, conjunctivitis, posterior capsule tear, vitreous prolapse, and floaters in the left eye three weeks and two days after a cataract and vitrectomy combination surgery. The surgeon suspects a tubing issue or a component from the pack. The patient was treated with topical medication adjustments, increased topical steroids, antibiotics, and sutures were used. The event resulted in a clinically significant visual change, and the symptoms are continuing post-intervention. The current patient condition was unknown.

Manufacturer narrative:
Additional information provided in h.6, and h.11. The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. Based on the report is appears the customer has made a correlation based on pak usage between another entity but no further evidence or product lot information was provided to further investigation manufacturing records. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. Paks is an assemblage of single-use medical devices and accessories provided to the customer in a sterile manner. An evaluation is conducted to ensure each requested item meets customer, process, and regulatory requirements. Several sizes are available to accommodate the best fit for the pak. Once the paks are assembled and sealed, they are all sterilized as a complete unit. The sterilization validation has taken into account the worst case of the pouches to ensure all paks meet all sterilization cycle parameters for acceptability prior to release. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the pak to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this event. All paks are delivered to our customers in a sterile manner. An evaluation is conducted to ensure each requested item meets customer, process, and regulatory requirements. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.